Event description:
It was reported that the user¿s ilet pump repeatedly lost connection to a dexcom g7 continuous glucose monitor (cgm), with brief sensor errors, sensor reconnecting, and pairing failed messages observed, while glucose values remained visible in the dexcom app but not in the ilet app; blood glucose at the time was 196 mg/dl. Symptoms reported include dry mouth, polydipsia, and polyuria. Outcomes included interruption of automated glucose control due to missing sensor data and transfer to the cgm partner for troubleshooting and sensor replacement with no medical intervention. User support included review of device data showing multiple gaps and spaces consistent with intermittent cgm communication and live troubleshooting leading to referral to the cgm manufacturer. Investigation of this case revealed intermittent cgm data transmission and pairing failures specific to the ilet interface, consistent with a cgm sensor or communication issue rather than pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor communication malfunction leading to pairing failure, with no evidence of ilet pump malfunction.